Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently the pump wake button was not operating properly. The pump display came when the pump was plugged into a power source. Customer's blood glucose was not impacted.